Event description:
It was reported that while monitoring a patient, the device became unresponsive. It was also indicated that after removing the batteries, the device would not power back on. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was an open in the circuit somewhere between fet transistor, designator q1, and ic chip, designator u3, on the power pcb.